Manufacturer narrative:
Concomitant medical products: product ID :977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4) implanted: (B)(6)2018 , explanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jan-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that on (B)(6) 2021, the patient had two leads explanted and replaced because a lead broke.  No symptoms reported.  No further information was provided.  No device issues were reported to be associated with the implanted neurostimulator (ins). Additional information was received from the rep on 2021-aug-30. They reported that the event date was unknown and was not communicated to them. The patient had experienced a loss of stimulation. The patient had fallen multiple times, which may have been a contributing factor to this event. The rep clarified/confirmed that only one lead broke. Following the lead replacement surgery, all issues were resolved. Additional information was received on 2021-sep-07. The rep reported patient and device information. They confirmed they did not know which lead had broke.